Manufacturer narrative:
The product was new. The bruise on the guidewire was described as very floppy and elongated; additionally, the distal tip was kinked. The product was removed from the sterile package and the package was not damaged (crushed, etc.). The guidewire was found out of the protective plastic sleeve, causing the distal tip to be kinked. The product will not be returned for eval and testing. Additional info will be submitted within 30 days upon receipt.

Event description:
During removal from the package, the guidewire distal tip was kinked and elongated. The product was not utilized for the procedure and there was no pt injury reported with the event.